Event description:
Bulk wash solution not drawn up by instrument properly - created elevated trig results up to 2x their actual valve - also created microablumin results up to 2x there actual values - sporadic errors - occurred. Tubing had popped off - no indication by analyzer that a problem exists.